Event description:
It was reported that a patient needed to be revised due to a broken implant. According to the surgical report, the patient was executing very intense rehabilitation therapy over several weeks causing alternating pain.

Manufacturer narrative:
The manufacturer did not yet receive explanted devices for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained for now from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).